Event description:
The complainant reported a patient noted as high-risk percutaneous coronary intervention was attempted to be implanted with an impella cp device for mechanical circulatory support. While attempting to insert the impella across the aortic valve, the patient lost electrical activity and pulse. The impella was started, and the mean arterial pressures remained stable. Due to percutaneous pacing, an internal pacemaker was placed. Weaning was successful and the device was explanted. Patient survived the procedure, and condition was stable post procedure.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.